Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. All electrical testing was within specified parameters. There was not an in-vivo insulation breach or conductor fracture observed during analysis. The number of turns to extend and retract the helix is greater than specification due to dried tissue/body fluid in the sleevehead. This is not a lead failure.

Event description:
It was reported that the right ventricular (rv) lead experienced high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.